Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll for evaluation. The reported complaint was confirmed. The review of patient data and event log showed a couple of tcmid: 05 (coolant diff failure). The lm34 sensor was found to be damaged and was replaced remedying the reported complaint. The root cause for tcmid 2 was determined to be a damaged lm34 sensor. The console was functionally and electrically tested and no issues were observed.

Event description:
It was reported that tcm ID 05 (coolant diff failure) error message occurred during patient treatment. The therapy ws continued by using alternative cooling methods.. No adverse patient impact was reported.